Manufacturer narrative:
When patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. In the case of the patient's name having a difference in upper/lower case from the original generation of this patient, the sw is not correctly accounting for this difference. The system sees this as two patients with 3 of 4 identifiers matching, and does not allow the capture of clips/images. This will be resolved via software release. (B)(4).

Event description:
Customer reported that the patient file was not saved correctly when ending the exam. The investigation revealed that images are not acquired during the study.